Manufacturer narrative:
After investigation, the most probable cause of this situation is a bent siderail plunger, which was caused by an impact or excessive load applied on the siderail. The plunger was replaced, the bed performs as expected. The manufacturer will follow the trend.

Event description:
The manufacturer was informed on december 7th, 2020, a user claims that the siderail would not stay up, alleging false latch of the siderail. No patient involvement.